Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
Covidien reference number: (B)(4). The front printed circuit board (pcb) was replaced.

Event description:
It was reported that one of seven segments was missing in the front display. There is no patient involvement reported. There is no report of serious injury or death associated with this event.